Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "noradrenaline, cacl and another solution running through the PICC. Cacl was then stopped and when it was flushed the pt received a bolus dose of noradrenaline. PICC removed and replaced with another. Nurse after removal checked PICC and it appears that fluid is only exiting at distal port." It was reported the device was inserted on (B)(6) 2022 by a doctor in the ICU department. The device was inserted into the patients r basilic and was removed entirely. An additional complaint description reports "it appears to not be flushing correctly, with flush appearing to come out of distal port only (which is where the noradrenaline was attached to)." No patient harm or medical intervention was reported by the customer. A new PICC line was placed.

Event description:
It was reported that: "noradrenaline,cacl and another solution running through the PICC. Cacl was then stopped and when it was flushed the pt received a bolus dose of noradrenaline. PICC removed and replaced with another. Nurse after removal checked PICC and it appears that fluid is only exiting at distal port.". It was reported the device was inserted on the 12th aug 22 by a doctor in the ICU department. The device was inserted into the patients r basilic and was removed entirely. An additional complaint description reports "it appears to not be flushing correctly, with flush appearing to come out of distal port only (which is where the noradrenaline was attached to).". No patient harm or medical intervention was reported by the customer. A new PICC line was placed.

Manufacturer narrative:
(B)(4). The customer returned one 3-l PICC catheter for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis of the returned catheter did not reveal any obvious defects or anomalies. The catheter body length from the juncture hub to the distal tip measured 20.1875", which is within the specification limits of 19.952" - 20.202" per the catheter product drawing. The catheter body outer diameter measured 0.08295", which is within the specification limits of 0.0770"-0.0840" per the catheter extrusion product drawing. The returned catheter was functionally tested per the instructions for use (IFU) provided with a general PICC kit, which states "flush lumen(s) to completely clear blood from catheter". A lab inventory arrow raulerson syringe (ars) filled with water was attached to all three extension lines and flushed. Water exited out of the skive corresponding to each extension line, indicating they functioned as intended. The report of a blocked catheter could not be confirmed through complaint investigation. Visual examination revealed no obvious defects or anomalies, and the catheter met all relevant dimensional and functional requirements. Based on the customer report and the sample received, no problem was found on the sample. Teleflex will continue to monitor and trend for reports of this nature.